Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a small scab at the site of implant that would not heal, as the patient kept picking at it. The device was removed to facilitate healing. The patient tolerated the procedure well and was discharged after the procedure with no complications.

Event description:
New information reported that the device was also removed due to concerns of infection.